Event description:
It was reported in an abstract that balloon kyphoplasty procedures were performed in 19 patients (22 vertebral bodies total; 2 males, 17 females; average age: (B)(6)). The operations were performed via a percutaneous bilateral transpedicular approach under double image and the average follow-up period for patients was 4.2 months. The treated levels were homogeneously distributed from t11 to l5. According to the abstract, "anterior extrusion of cement occurred in one case and an additional operation was needed". No further information was reported. The type of cement used was not reported in the abstract.

Manufacturer narrative:
Literature citation: yasukazu hijikata, yuichi takahashi, koichi ogawa, takao yasuhara, takashi sakinari, noriki nishida. "Reflect on experience of bkp in our hospital." Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Age at time of event: average age of patients = (B)(6). Sex: two male and 17 female participants. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.